Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator (vc) that the pt had previous concerns of pump thrombus due to increased lactate dehydrogenase (ldh) levels and the pt was treated with tpa and plavix, inr 1.9. The pt did respond with ldh levels decreasing from 1000 to 700. The pt was also stented around this time. Recently, ldh levels have been rising and pt has complained that the lvad pump feels "hot". The pt underwent a pump exchange from one lvad to another lvad.